Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged force sensor housing and an out of calibration force sensor. A review of the pump history indicated that loss of prime due to low non-zero force occurred which was not duplicated during testing.

Event description:
Pump is returned for multiple loss of prime alarms. Eval revealed a damaged force sensor housing and an out of calibration force sensor. This report is being made based on the eval results.